Event description:
It was reported that during the procedure, the right atrial lead (ra) lead exhibited failure to capture and failure to sense. The ra lead was not implanted and the procedure continued with a single chamber pacemaker on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations did not find any anomalies.